Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-03638 / 03640 / 03641 and 02893).

Event description:
During the removal of a peritrochanteric nail, there was difficulty removing the nail assembly which caused a delay of 40-60 minutes. All components were removed and replaced.